Event description:
Additional review indicated that the health care provider never said the patient was experiencing underdose, and it was just the services agent's assumption since the patient missed the refill. The patient was given oral baclofen and the patient was "hollering out at night."

Event description:
It was reported that a pump refill was missed at (B)(6) and the patient experienced an under-dose. The patient experienced increased baseline spasticity. It was indicated that the volume in the pump was below the recommended volume to maintain adequate infusion. The home infusion company was no longer filling the pump due to insurance issues. Per the reporter it was unknown if there were any alarms as none were reported but "the facility where the patient is located is noisy". The patient was being managed with oral medication. The pump delivered baclofen. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Catheter: model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on; unknown. (B)(4).